Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones audible only on weekends. The ICD was interrogated and found to be at beginning-of-life. The patient was asked to monitor when the beeps occur and how many how often are heard and to determine if he could be coming in contact with magnetic fields.